Manufacturer narrative:
A ge rep evaluated the sys and replaced two blown fuses. The sys operates as intended.

Event description:
The customer reported the sys will not boot up. No pt injury was reported.